Manufacturer narrative:
The reported event of noise was confirmed. A distal portion of a partial lead was returned in one piece for analysis. Visual examination of this partial lead found an external abrasion at 30.5cm to 31.5cm from the distal tip breaching the outer insulation exposing the outer coil at proximal region. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing was normal with no other anomalies found, except for an internal short that was consistent with procedure damage.

Event description:
New information received notes that the patient initially presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing.

Event description:
It was reported, that patient presented with noise exhibited on the right atrial (ra) lead. The ra lead was explanted and replaced. There were no patient consequences.